Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) would not boot to perfusion screen after it shut down by itself. The display on the ccm read "system computer needs repair". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.